Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the most likely underlying cause for the prosthesis wear and osteolysis reported may have been due to the position of the acetabular cups and edge loading, the use of a lateralized liners, off-label use from combining exactech acetabular components with another manufacturer¿s femoral components, and/or patient-related conditions. However, this cannot be confirmed because the components were not returned for evaluation and x-rays were not provided. In march, 2021, exactech received user mir reports from (B)(6) related to 4 cases reported by surgeons at (B)(6) hospital in germany for wear of the gxl polyethylene acetabula liner. Further investigation with the surgeons at (B)(6) revealed that they had 18 patients (11 unilateral and 7 bilateral), with 22 gxl liners that were exhibiting signs of wear potentially requiring revision. The following complaints were entered into the global complaint handling system to document the analyses of these cases and vigilance reporting report. The mechanisms of wear of polyethylene acetabular liners are clinically well known in total hip arthroplasty (tha). ¿conventional¿ uhmwpe has good mechanical properties but is inherently prone to wear. ¿highly¿ cross linking has helped with wear but increased risk of liner fractures when used with modern locking mechanisms, large heads, thinner liners. Cup malposition can further lead to edge loading/early fracture; thus, some companies chose to use ¿moderate¿ x linking of the polyethylene liner to optimize fracture resistance and improve wear properties. Exactech took this approach with the gxl moderately crosslinked acetabular liner. In a worldwide analysis of gxl failures, common characteristics revealed that components positioned with anteversion and/or abduction (often seen with anterior approaches) result in edge loading of the gxl liner. This is combination with large femoral heads with thinnest liner, and/or lateralized or face changing liners further increases the risk for wear of the gxl liner ( ~2.ox greater and ~2.5x greater, respectively). (B)(6) hospital provided 18 sets of x-rays (11 unilateral hip/7 bilat) and clinical notes (de-identified) for all reported patients. Dr. (B)(6) received and analyzed all data in collaboration with the (B)(6) surgeons. The findings were as follows: average cup abduction on ap xray: 51° (range 45 65). 16/25 (64%) had evidence of edge loading. 16/25 (64%) were thin inlays/large femoral heads . 96% of cups were well fixed. In conclusion, it was determined that most of these are best treated with liner exchange; however, 2-3 patients may potentially require revision of entire construct (inlay + shell) due to loosening of the acetabular shell. The surgeons at (B)(6) hospital have determine that optimal treatment course for these patients is exchange of gxl to exactech¿s highly crosslinked xle liner. As the xle liner is not approved for use in germany, they are actively seeking special access approval/humanitarian use exemption from the germany authority, (B)(6).

Event description:
The patient had hip prostheses from exactech implanted on the right on (B)(6) 2018. During outpatient check-ups, with mild load-related complaints, decentration of the prosthesis head was noticed for the first time in (B)(6) 2021 and an acetabular foreign body granuloma was suspected. Due to a traumatic acetabular fracture with acetabular loosening, a revision with acetabular replacement to a revision acetabular cup was carried out in (B)(6) 2023. In retrospect, it is likely that the fracture was at least exacerbated by the osteolysis caused by premature pe abrasion.

Manufacturer narrative:
Correction: b1, b2, b3, h6 clinical code and impact code. Additional information: b4.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported was likely the result of prosthesis wear, osteolysis, bone fracture, and acetabular loosening. The sequence of event could not be determined from the available information. The devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, h6 . MDR section codes updated/corrected: b, c, g. B3: date of event is unknown. D6b: explant date is unknown. The revision reported was likely the result of prosthesis wear, osteolysis, bone fracture, and acetabular loosening. The sequence of event could not be determined from the available information. The devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, x-rays and CT examination of the patient. One of them, a (B)(6) y/o female, was significantly increased for 2.5 years after implantation decentration of the head in the inlay and pronounced osteolysis in the bony interface of the metal socket as signs of a clear inlay wear, the same is also in a further message for the left opposite side evident.